Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021. Product type: lead, product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021. Product type: lead. Information references the main component of the system. Other relevant devices are: product ID: 977a275, serial/lot #: (B)(4), ubd: 22-oct-2024, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 22-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain indications. It was reported that there was lead migration and a loss of therapy. It was reported that when stimulation is on, the patient's throat closes. The rep will be seeng the patient on (B)(6) 2022 to discuss next steps.